Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided. Although requested, the customer declined troubleshooting and declined to provide additional information. Additionally, intermittent occlusion alarms occurred. The customer changed the pump supplies to resolve the issue. Reportedly the customer reverted to manual injections for insulin therapy.